Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The junction between the operation pipe and the operating wire was broken at 312 mm from the distal end of the operation pipe. There was no abnormality in the welding condition of the junction between the operation pipe and the operating wire. The basket wire was deformed. There were slips on the coil sheath. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus. As a result, the junction between the operating pipe and the operating wire might be broken. The above device handling has warned in the instruction manual as follows: do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. The operating wire was broken. The user tried to crush the calculus with the emergency lithotriptor. The user could remove the subject device and the calculus from the patient body. The intended procedure was completed with the subject device. There was no patient injury reported. This is the report regarding the breakage of the operating wire.